Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won¿t power up) was confirmed. The monitor was resetting due to corrupt programming. After reprogramming the monitor, the flash test and patient download were successful. Patient protection was not affected. The root cause for the corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.